Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Prior to deployment the devices, a left common carotid to subclavian artery bypass was constructed. The proximal ctag ac was deployed such that the partial uncovered stent (pus) slightly covered the left common carotid artery (lcca). Although angiography showed no apparent blood flow impairment in the lcca, a significant pressure gradient was observed between the left and right upper limbs, with the left side markedly lower. This suggested unintentional partial coverage of the lcca by the ctag ac. A bare-metal stent was additionally placed in the lcca, resulting in improvement of the pressure gradient. The patient tolerated the procedure.